Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The patient was currently hospitalized for blood glucose adjustment [blood glucose abnormal]. Novopen 5 could be pushed, but no medication was dispensed [device failure]. Case description: this serious spontaneous case from china was reported by a consumer as "the patient was currently hospitalized for blood glucose adjustment (blood glucose abnormal)" with an unspecified onset date , "novopen 5 could be pushed, but no medication was dispensed(device failure)" with an unspecified onset date and concerned a 51 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "type 2 diabetes", novorapid penfill (insulin aspart 100 u/ml) solution for injection, 100 u/ml (dose, frequency & route used - unk) from unknown start date for "type 2 diabetes". Patient's height: 170 cm. Patient's weight: 74 kg. Patient's bmi: 25.60553630. Dosage regimens: novopen 5: novorapid penfill: current condition: type 2 diabetes (duration not reported). Concomitant medications included - insulin glargine. On an unknown date patient's novopen 5 could be pushed, but no medication was dispensed. The hotline advised the patient to make sure that the small disc at the tip of the piston rod was in contact with the rubber stopper. After adjustment, liquid was seen coming out of the needle tip. The patient acknowledged this, did not question the product quality, and the troubleshooting of novopen 5 was successfully performed. On an unknown date the patient was currently hospitalized (hospitalisation details not reported) for blood glucose adjustment and had already been using novorapid penfill before hospitalization. Batch number of novopen 5: kvg2e73; batch number of novorapid penfill was requested. Action taken to novorapid penfill was not reported. The outcome for the event "the patient was currently hospitalized for blood glucose adjustment(blood glucose abnormal)" was not reported. The outcome for the event "novopen 5 could be pushed, but no medication was dispensed(device failure)" was not reported. Reporter's causality (novopen 5) - the patient was currently hospitalized for blood glucose adjustment(blood glucose abnormal): unknown. Novopen 5 could be pushed, but no medication was dispensed(device failure): unknown. Company's causality (novopen 5) - the patient was currently hospitalized for blood glucose adjustment(blood glucose abnormal): possible. Novopen 5 could be pushed, but no medication was dispensed(device failure): possible. Reporter's causality (novorapid penfill) - the patient was currently hospitalized for blood glucose adjustment(blood glucose abnormal): unknown. Novopen 5 could be pushed, but no medication was dispensed(device failure): unknown. Company's causality (novorapid penfill) - the patient was currently hospitalized for blood glucose adjustment(blood glucose abnormal): possible. Novopen 5 could be pushed, but no medication was dispensed(device failure): possible. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Preliminary manufacturer comment: 09-apr-2026: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. No conclusions reached on device functionality. After adjustment, liquid was seen coming out of the needle tip.and the troubleshooting of novopen 5 was successfully performed. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.